Event description:
It was reported that, "surgeon removed avon femoral component and converted to a triathlon total knee. Surgeon commented that pt was experiencing knee pain with the avon."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Add'l info pertaining to the device(s) referenced in this report was requested. If it becomes available, the eval summary will be submitted in a supplemental report.